Event description:
Pt is 3 years s/p ancure 26 mm bifurcated aaa stent graft. Abdominal x-ray showed single fracture of hook of proximal stent. This is not associated with device migration or endoleak device implanted in 2001. Plan to re-image in one year.